Event description:
Surgeon discovered flap striae on patient''s both eyes. A flap lift and rinse was performed on both eyes and patient was treated with prednisolone. On (B)(6) 2013, uncorrected visual acuity was 20/50 right eye and 20/30 left eye. Patient did experience loss of best corrected visual acuity. No striae present at 3 week post-op.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer is only reporting this event and did not request field service or clinical support.